Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "299mg/dl" with the subject meter and "between 120-150mg/dl" on another device, performed within an unspecified period of time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.